Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating she got a low predict alarm on her insulin pump. Her blood glucose level is 68 mg/dl. She cleared the alarm and then ate food to treat. While eating, customer received a low suspend alarm. She cleared that alarm, but 5 minutes later received another low suspend alarm. Customer was advised to speak to her health care provider about absorption in her body. While on the line customer also mentioned a hospitalization over 8 years ago, when she was wearing a different model insulin pump. Customer stated she went to the hospital for low blood glucose levels due to blood pressure medication she was taking, and not for anything about the device. Customer stated she does not remember any other information about the hospitalization. Nothing further was reported.